Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, foreign object inside nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, scratches found on the operation part, scratches found on the tip cover, scratches found on the insertion part corrugated tube oredome, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for evis lucera elite gastrointestinal videoscope having clogged water supply. Upon inspection and testing of the returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.